Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system had device erosion and infection. It was also noted that bradycardia pacing could not be delivered. Subsequently, the patient underwent a revision procedure, and this system was explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.